Event description:
It was reported an echocardiogram showed the leaflets were barely mobile, due to tissue on all three leaflets and the valve was explanted. It was also reported the hospital's pathology dept could not make a definitive conclusion. Add'l info has been requested.